Manufacturer narrative:
This device was received in poor condition (disfigured and has indications of aggressive use). T1, t2 and suture were returned separated from the delivery needle. Suture is cinched around t1 anchor lengthwise through the v notch. This would inhibit proper fixation through the meniscus. The needle is now physically more representative of a reversed curve device. Reverse curve product is available for purchase. The disfigurement impeded the conducting of a functional test as well. The needle¿s distal portion was fractured and fell apart due to the acquired damage. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. With the damages noted, root cause for this complaint cannot be confirmed.

Event description:
It was reported that during a meniscal repair procedure, when deployed t1, t2 was deployed simultaneously. A backup device was used to complete the surgery. No patient injury reported.